Event description:
During the implantation procedure, the screw would not retract. Therefore, the lead was not implanted.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR as this time. Conclusions: the analysis concludes that the mechanical function of the lead conforms to established specifications, utilizing a new easyturn stylet. The statement of the physician in this case indicates that the fixation function was likely normal during the implantation attempt, since the physician was able to originally extend the helix. The physician was then not able to retract the helix, because, the function of the returned stylet was likely impeded by the presence of blood on the tip. Damage was also sustained to the rv and svc microcables. Excessive manipulation is suspected of causing this damage, as evidenced by the deformations sustained to the svc and rv defibrillation coils; this however, could not be confirmed. The microcable damages are not associated to any manufacturing detect, because, these aspects of the lead would not have passed final acceptance testing.